Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported after he returned from a jog, he noticed there was condensation under the lcd screen and the device alarmed button error. Blood glucose was 105 mg/dl. The device was exposed to sweat as he was running. The device also has a squealing noise but it's intermittent. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 105 mg/dl prior to the run. Blood glucose was 112 mg/dl when the device alarmed. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump also has moisture damage on electronic assembly. The insulin pump was programmed and monitored for one day with no audio beep anomaly noted. Unit passed self test and tone check. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.